Manufacturer narrative:
This report is submitted on june 07, 2024.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss subsequent to sustaining a head trauma. The fixture was explanted on (B)(6) 2024 under general anaesthesia. The patient was reimplanted with another cochlear device during the same surgery.